Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 4th day, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged on an unknown date and recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: a1, b5, b6 and h11. B5: upon follow up, it was reported vancomycin was discontinued after 2 days and ceftazidime was discontinued after 10 days. At the time of this report, the patient recovered from cloudy pd effluent after 5 days and from peritonitis after 19 days from the onset of the event. The patient was discharged from the hospital after 28 days from the onset of the event. No additional information is available. H11: should additional relevant information become available, a supplemental report will be submitted.